Event description:
It was reported that a malfunction occurred on a pump. A malfunction alarm was triggered, specifically malfunction code 9, but the customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to reset the pump on their own, restoring its functionality, and was advised by technical support to continue using the pump and to call back if any malfunction codes recur.